Manufacturer narrative:
(B)(4). The reported condition was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12h12012 and h12i15047. No exceptions were observed that were related to the reported condition.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. Dianeal therapies were discontinued. Three days after admission, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.